Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebz0375 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the outer package of the statlock and the catheter box were stuck together and faded, which was suspected of disinfection problems. The customer did not use it.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the statlock packaging sticking to the outer package is confirmed but the exact cause could not be determined from the photo sample provided. One photo sample of the outer kit packaging was returned for investigation. One opened 4fr groshong nxt clearvue catheter kit was returned with lot: rebz0375. The kit components were returned within the packaging. The physical samples appears to correspond with the sample shown in the photo. Blue ink material transfer was present on the plastic tray. The tray flanges were observed to be curved which suggest the kit may have been exposed to excessive heat. No apparent issues with the seal material transfer were observed. Markings on the outer tray packaging are present and the color appears to be similar to the printing on the statlock packaging. The printing on the statlock packaging appears to have transferred onto the outer packaging which suggest adhesion between the packaging surface may have occurred. The two blue horizontal marks are approximately 6 mm in length based on the relative size of the package lettering. Multiple individual spots are also present which may be printing that has transferred. Based on the description of the reported event and samples provided, the complaint is confirmed but the exact cause remains unknown. Possible contributing factors include environmental storage conditions. A lot history review (lhr) of rebz0375 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the outer package of the statlock and the catheter box were stuck together and faded, which was suspected of disinfection problems. The customer did not use it.

Event description:
It was reported that the outer package of the statlock and the catheter box were stuck together and faded, which was suspected of disinfection problems. The customer did not use it.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the statlock packaging sticking to the outer package is confirmed but the exact cause could not be determined from the photo sample provided. One photo sample of the outer kit packaging was returned for investigation. The statlock packaging can be observed within the outer package. Markings on the outer packaging are present and the color appears to be similar to the printing on the statlock packaging. The printing on the statlock packaging appears to have transferred onto the outer packaging which suggest adhesion between the packaging surface may have occurred. The two blue horizontal marks are approximately 6 mm in length based on the relative size of the package lettering. Multiple individual spots are also present which may be printing that has transferred. Based on the description of the reported event and photo sample provided, the complaint is confirmed but the exact cause remains unknown. Possible contributing factors include environmental storage conditions. A lot history review (lhr) of rebz0375 showed no other similar product complaint(s) from this lot number.